Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was slightly dislodged which lead to high capture thresholds. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.